Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. G2: literature - suraci f, benelli c, carta b, et al. Medial malleolar fractures: hook plates versus lag screws fixation. A prospective multicenter observational study. Lo scalpello journal 2026;40:46-54. Https://doi.org/10.36149/0390-5276-366. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that three patients treated with hook plate fixation for medial malleolar fractures developed superficial infections. The patients did not require implant revision. Attempts have been made and no further information has been provided.